Event description:
A nurse reported dull knife blades were noted. An alternate knife was retrieved with minimal delay, and used to complete the incision. There was no patient impact reported. This is the second of two reports being filed for this facility.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to blade. However, based on the information above it is unlikely that damage occurred during the manufacturing process. Because the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. There have been no changes in the manufacturing process that would contribute to damaged blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).